Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 8 years later due to recurrent dislocations. Elevated metal ion levels were noted in the immediate post-op period and metal related pathology was observed intra-operatively. Head was revised and a liner was implanted. No further details have been provided at this time.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 8 years later due to recurrent dislocations. Elevated metal ion levels were noted in the immediate post-op period and metal related pathology was observed intra-operatively. Unknown components were exchanged. No further details have been provided at this time.

Manufacturer narrative:
(B)(4). G2: foreign: italy. D10: cat# 0100214054 lot# unk metasula duroma, component for acetabulum, uncemented, 54/a¸ 48, code n. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.